Event description:
This lead was explanted and replaced due to intermittent capture when the patient coughed. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the rv shock coil which occurred most likely during the explantation procedure. During mechanical analysis, a stylet intended to be used with this lead could be inserted and advanced within the lead's lumen only with resistance. This was due to the presence of coagulated blood along the inner conductor coil of the lead, which was most likely introduced into the lead as a result of stylets used during the surgery. With regard to the intermittent capture mentioned in the complaint description, the analysis of the lead did not show any deviations. In summary, deformations of the rv shock coil were found, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.